Event description:
It was reported by the patient that post a coronary drug eluting stenting treatment procedure, hives, angioedema, and pruritic rash occurred. The patient began having an 'allergic hive reaction' to the 3.50x16mm taxus express2 drug eluting stent. The patient was taken off of plavix and ticlopidine. The patient has only experienced temporary relief from prednisone and mometasone treatments. Upon follow-up with the allergist's office, dechallenges had not been performed by the allergist. The patient had 'normal' screening panel done for foods, mold, and animals. The allergist does not know what is causing the patient's symptoms. The patient began experiencing face and lip swelling 7-10 days post the stenting procedure and within two weeks of stent implantation, she developed angioedema and a pruritic rash that has been poorly responsive to medication; although she has not had any further angioedema. She is apparently an "allergic" person. Plavix has been replaced by ticlid and her aspirin was increased.

Manufacturer narrative:
In "7-10 days post the stenting procedure". The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.